Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the head will not raise and the knee will not work at all and that there was fluid on the power control board. There were no reported injuries.